Event description:
It was reported that a user contacted a clinician line for assistance because the ilet was announcing meals despite the user not consuming meals over 10 grams of carbohydrates, and the agent guided the user through a factory reset and helped configure a secondary glucose target to ¿higher¿ from 2:00 a.m. To 8:00 a.m.; the user reported using a dexcom g6 cgm and a steel infusion set. Symptoms included none reported. Outcomes included successful restoration of device function following troubleshooting and education. Investigation included device troubleshooting with a factory reset and adjustments to therapy settings. Investigation of this case revealed use error related to meal announcements and the need for settings optimization, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and configuration.